Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. H6: proposed component codes: mechanical (g04) - stem. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is extensive radiolucency and osteolysis along the humeral implant of the elbow as noted. Subtle non-displaced anterior humeral cortical fracture and cement fracture. Posterior soft tissue swelling. Medical records review indicates (B)(6) 2020; bearing exchange op note- osteolysis around proximal ulnar component but distal aspect appears to be well fixed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial elbow arthroplasty on an unknown date. The patient underwent two revision surgeries for unknown reasons on unknown dates. Subsequently, the patient is being considered for a third revision due to a fracture of the patient's anterior cortex of the distal humerus.

Manufacturer narrative:
(B)(4). B2: other serious (important medical events): patient is being considered for revision surgery. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.